Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an unknown procedure, the blade broke off the device into the patient. The blade was recovered during the operation. The staff states that no abnormal pressure was used on blade. The product was disposed of and not available for return. Unknown how case was completed. There were no adverse consequences for the patient.